Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that stimulator has gone bad. The patient clarified that the stimulator is dying, not working properly, and she has been in a lot of pain. The patient saw a hcp on (B)(6) 2018 to discuss ins replacement. No further complications were reported.